Event description:
(B)(6) was notified of a potentially reportable complaint involving a product for which (B)(6) is not the original equipment manufacturer of the reported device. The customer alleged a manufacturer hill-rom stretcher, serial number (B)(6) with brakes that were difficult to engage/disengage and a loose side rail. Please find additional contact information below.